Manufacturer narrative:
(B)(4). The device was evaluated and the iipv event was confirmed through the review of the event history logs. The cause was determined to be one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 23:32:01. During night drain cycle 11, the patient's ultrafiltration reading was 1069ml, indicating the patient drained 1069ml more than their maximum programmed fill volume of 1500ml. No additional information is available.